Event description:
A customer reported via phone call indicating that their insulin pump does not work after trying to fill the cannula. The patient's blood glucose level was unknown at the time of the call. The customer declined assistance over the phone. The customer returned the insulin pump for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime/a33 tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.